Manufacturer narrative:
Quality control was acceptable on the date of patient testing. Field service engineer determined the bottom plunger for sipper 2 syringe had a hairline crack in it. He replaced the sipper 2 syringe. He performed photomultiplier tube high voltage testing and performance testing on both measuring cells. The customer ran calibration and quality control and recovered acceptable results. The investigation determined the service actions of replacing the sipper 2 syringe resolved the issue.

Event description:
The initial reporter questioned a low elecsys probnp ii stat immunoassay patient result on a cobas 6000 e 601 module. The patient¿s initial result was 247 pg/ml and was reported outside the laboratory. The customer repeated patient testing on another e 601 module and recovered 23296 pg/ml. The customer determined the repeat result to be correct. The probnp ii stat reagent lot used for testing was 413005 with expiration date of 30-oct-2020.